Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had poor technique.

Event description:
Customer complains of erratic results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 130-160mg/dl fasting. Verified test strips expire 11/22/2017. Customer's test strips are being stored properly, and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 220mg/dl and 195mg/dl. Reviewed meter memory (B)(6). Customers concern:with 329mg/dl on (B)(6) 2015 06:15:00 pm.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of erratic results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 130-160mg/dl fasting. Verified test strips expire 11/22/2017. Customer's test strips are being stored properly, and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 220mg/dl and 195mg/dl. Reviewed meter memory: (B)(6). Customers concern:with 329mg/dl on (B)(6) 2015 06:15:00 pm.